Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). Investigation: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: a sample and video was received, and it is possible observe plunger rod damaged and stopper damaged. DHR review: it was verified the batch record and the manufacturing date for this batch was (B)(6) 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: the maintenance record (B)(4) potentially related to the defect was observed. Conclusion: it was performed the DHR, quality notification and maintenance analysis and the occurrence (B)(4) potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe plunger rod damaged and stopper damaged. The probable cause for the defect is related to material jam at syringes assembly machine, causing the plunger damaged and stopper defective, allowing the damage product flow of the process.

Event description:
It was reported that the stoppers on a bd plastipak¿ veterinary syringe with needle were not properly inserted in the plunger. The device was still used but the vaccines leaked. There was no report of injury or medical interventions.